Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mid circumflex artery. A 2.75 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent was unable to get through the watchdog hemostasis valve and when the device was removed, the stent was not mounted on the balloon. The deployment system was removed through watchdog with the stent still on deployment system. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the mid circumflex artery. A 2.75 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, the stent was unable to get through the watchdog hemostasis valve and when the device was removed, the stent was not mounted on the balloon. The deployment system was removed through watchdog with the stent still on deployment system. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device is a combination product. Synergy ii us mr 2.75 x 28 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent strut rows 1 to 14 from the proximal end of the stent appear undamaged. The remainder of the stent is damaged and stretched in a distal direction extending 12mm past the distal end of the distal markerband. The proximal end of the stent showed no sign of movement on the balloon as it appeared to be crimped in position. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.